Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI). Afterwards, the implantable cardioverter defibrillator (ICD) was found in backup mode without high voltage therapy available due to off-label use in the MRI. The ICD was successfully restored. The patient was in stable condition.